Event description:
The user stated she received differing total protein results for two separate csf samples from the same patient. All results are in mg per dl. For sample 1, the original result was 240 with a data flag. The repeat result was 233 with the same flag. The tech then performed a manual dilution and generated a result of 585. The result of 585 was reported. On (B)(6) 2009, the same sample was repeated twice and results of 230 and 225 were generated with the same data flag. The analyzer automatically repeated the sample each time with a dilution and results of 490 and 492 were received. On (B)(6) 2009, sample 2 from the same patient had an original result of 295 with a data flag and a repeat result of 295 with the same flag. The tech reported the result of 295. On (B)(6) 2009, the same sample was repeated twice and results of 284 and 271 were generated with the same data flag. The analyzer automatically repeated the sample each time with a dilution and results of 409 and 417 were received. There was a corrected report and the result was changed from 295 to 409. The user stated that she would not be able to provide any further patient information because they do not have access to it. It was determined the analyzer performed as intended by flagging the sample appropriately and automatically performing repeat testing. Per product labeling, the data flag that was received alerts the user there is an issue with the sample such as concentration too high or lipemic sample. Labeling states the user should follow the laboratory protocol for this situation.